Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corners, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump an unresponsive keypad. The customer's blood glucose was 116 mg/dl. The customer stated that the numbers were speed-cycling, and, even when the customer pressed a button, the numbers would stop temporarily, but then would continue, again. The discontinuation of the device was advised. Nothing further was reported.